Event description:
It was reported that customer pump had broken screen, with touchscreen later confirmed as cracked, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation and received replacement pump, with no additional corrective actions documented.